Event description:
It was reported that the user experienced persistent hyperglycemia while using the ilet with dexcom g7, noting highest cgm glucose of 294 mg/dl and that meal announcements were being used repeatedly as correction doses, resulting in the pump dispensing only small insulin amounts and necessitating backup insulin by injection. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and caregiver and analysis of information provided. Investigation of this case revealed no device problem found, with a usage problem identified related to improper procedure in the user interface, specifically failure to follow instructions on meal announcements and correction dosing. The device was factory reset and education was provided on proper treatment of highs and lows, with plans to resume ilet after an appropriate interval following injected insulin. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.